Manufacturer narrative:
The devices were discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink IV (intravenous) access valves were ¿incompatible with slip syringes¿ which caused disconnections during patient injections. This was further described as they would ¿pop off¿ when injecting. There was no patient injury or medical intervention associated with these events. No additional information is available.